Event description:
The customer reported that channel 2 of the evis exera iii gastrointestinal videoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the air/water nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the water contact failed, the bending section cover adhesive was discolored, the air/water cylinder was scratched, the scope cover had wear and tear, the light guide rod lens was cracked, the light guide lens was chipped, the adhesive around the lenses were worn, switch #1 had wear and tear, angulation was out of specification and the biopsy channel had wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the channel was clogged with foreign material, however, the specific material could not be identified and the cause of the clog could not be specified. The foreign material could not be removed from the channel. Three attempts were performed to obtain additional information regarding the event and user's reprocessing methods, but no response was received from the customer. Olympus will continue to monitor field performance for this device.